Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received a ¿glucose falling quickly¿ alert while the device displayed 89 mg/dl and trending down; the user was asymptomatic, took four glucose tablets prior to calling, then confirmed 125 mg/dl by bgm, after which glucose rose to 224 mg/dl and then trended down; recent intake included chinese food and a cinnamon raisin bread snack, and the user had been advised to stop announcing meals. Symptoms included hyperglycemia. Outcomes included insufficient information regarding overall impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.